Manufacturer narrative:
A second adverse event report will be filed for this event to capture the lld being left inside the lead. The ae # for this event is 1721279-2014-00028.

Event description:
This was a cardiac lead extraction case to remove one non-functional lead, with the possibility of extracting a second non-functional lead depending on the success of the case. The first lead to be removed, a 94 month old rv ICD (medtronic (B)(4)) was prepped with an lld-e and successfully removed using a 14f glidelight laser sheath. The physician elected to extract the second non-functional lead (183 month old rv ICD, medtronic (B)(4)). The lead was prepped with another lld-e and lasing began with the 14f glidelight, however, he had some difficulty because of scarring so he upsized to a 16f glidelight. Soon after upsizing, the patient's blood pressure decreased and a sternotomy was performed. A small tear was located and repaired at the svc/ra junction. The physician was not able to extract the lead manually during the sternotomy, so the lead was cut and capped with the lld-e still inside the lead, and abandoned. The patient survived the intervention.